Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following was observed: shaft separated, scratches on insulation, serial lot number not readable. This does confirm the alleged failure mode of insulation issues. Probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures product used beyond defined useful life in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.